Event description:
It was reported that the pacing rate of the external pulse generator was not steady. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the customer comment that the pacing rate was not steady. Analysis did find that the battery contacts were compressed and noted that the main printed circuit board ws replaced as a preventive. (B)(4).